Event description:
The customer reported that the system would not power up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.